Event description:
Customer reported device = 510 mg/dl. Customer was not feeling well and went to the emergency room (ER). Within 30 minutes at the hospital, their device = 100mg/dl. No treatment was given for blood glucose; however other treatments (type, not provided) were given for other ailments. Customer was released from hospital later that day. Level one control was in range, however level 2 was not. A request was made for return product and replacement product was sent.